Manufacturer narrative:
Device was used for treatment, not diagnosis. Service review: a review of the service history record indicates that the device has not been serviced within the last year for a service condition that is relevant to the current reported condition. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the air pen drive device seized, jammed, and was moving heavily. It was further determined that the device failed pretest for general condition, check history, check internal leak tightness, check external leak tightness, check valve-control in ¿hand¿ position with hand switch, check valve-control in ¿lock¿ position, and check with test bench. It was noted in the service order that the motor seized, jammed, and was moving heavily. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.